Event description:
During reaming the robot was giving us inaccurate inclination of the reamer. Just want to verify it was due to poor acetabulum registration case type / application: tha 4.1. Update: the surgeon had placed the reamer handle in the acetabulum and just based on his manual check of the reamer placement- he believes we were close to 40 degrees of inclination, but the robot was giving us a 70-degree inclination value. Our version was showing an accurate reading based on his feel and position of reamer in acetabulum.